Manufacturer narrative:
MDR (B)(4) e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The nurse reported regarding the incomplete packaging seals for two dressings. The product was not used. The photographs depicting the issue were received from the complainant.